Event description:
It was reported that there was a pressure reading issue. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.